Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited intermittent noise resulting in pacing inhibition, this showed up as high ventricular rate episodes. The patient was brought in the clinic on (B)(6) 2018; the noise could be reproduced with pocket manipulation and shoulder adduction. The device was reprogrammed to voor mode on (B)(6) 2018. The patient was asymptomatic and in stable condition.